Manufacturer narrative:
Tracking #.50840. D5; h4: info not available, device not returned for analysis. While we were unable to analyze the instrument utilized in the reported event as the instrument was not returned to us, we have documented the circumstances as they were reported to us. Should the instrument become available or you learn add'l info about this event, please contact the clinical inquiry svc or your saled rep.

Event description:
It was reported that the tsw35 was used during an unknown procedure. It was reported by the affiliate that the staples would not deliver. There was no consequence to the pt. 3/27/1998 add'l info received from affiliate. A second device was used to complete the case.